Manufacturer narrative:
Product complaint #: (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Could you please clarify if all 24 sutures reported in this complaint broke during surgery? Could you please clarify if all 24 sutures reported in this complaint broke after surgery? Please provide the lot number: events reported via: 2210968-2022-05240.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the client reported that the threads are breaking during the suture and when he manages to do the suture, the thread breaks in the first 2 days after surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/30/2022 h6 component code: g07002 no device returned a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via: 2210968-2022-05240, 2210968-2022-06184, & 2210968-2022-06182.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 8/2/2022. Additional information: h6. H6 component code: g07002 no device returned. Additional information was requested, the following was obtained: - did the event occur during one or multiple patient procedures? The event occurred in a single procedure. What is the total number of procedures? The problem occurred in a procedure. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). The dentist claims to have tried to contact our customer service but was unable to register the complaint. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Could you please clarify if all 24 sutures reported in this complaint broke during surgery? I made contact with the dentist and there was a breakage of 3 threads and a needle break. Could you please clarify if all 24 sutures reported in this complaint broke after surgery? Only one suture broke after the procedure. Please provide the lot number: 13502t - lot ap9700 - 2021-07. 13500t - lot ap6040 - 2021-04 . The following additional information was requested: did the needle break at the tip or at the body? Is the broken needle available for analysis? Any photos available for visual analysis? Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail was the needle tip retained? If retained, what is the location of the retained needle? What was the size of the needle used? Was more than half the needle retained in the patient? Was the needle tip removed during the initial procedure? If the needle piece is retained, are there plans to remove it? Please confirm which product code broke during the procedure and which broke post op. *please clarify if there were a total of 4 products involved. 2 breakage suture intra op, 1 breakage suture post-op, and 1 needle breakage intra op. (B)(4) suture breakage intra op -product code ¿ ethilon unknown ¿ please provide product code and lot: (B)(4) needle breakage - product code ¿ ethilon unknown ¿ please provide product code and lot: ip-01455827 breakage suture intra op ¿ product code ¿ 13502t, ethilon ¿ lot: ap9700. Ip-01455828 breakage suture post op ¿ product code: 13500t, ethilon ¿ lot: ap6040. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via: 2210968-2022-05240, 2210968-2022-06184, & 2210968-2022-06182 product complaint # (B)(4). Date sent to the FDA: 8/2/2022. Additional information: d4. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.